Event description:
It was reported that the patient is experiencing constant pain, swelling, loosening, and is unable to stand or straighten the knee.

Manufacturer narrative:
These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided.